Event description:
The pt reported an elevated blood glucose reading of 265 mg/dl with her normal range being 65-120 mg/dl. She stated her symptom was nausea and she corrected her reading by running a bolus of insulin. The pt stated she is new to insulin pump therapy. During troubleshooting, she stated she noticed some bleeding when she initially inserts her insulin infusion headset. She said she discarded the headset at issue. She stated the infusion set cannula was bent in an "l" shape when she took it out. She stated she consulted with her physician about insulin adjustments and he increased her hourly basal rates. A complimentary insertion aid device, guide to site management and replacement infusion sets were sent to the pt. On follow up, the pt stated she is using the insertion aid device and her blood glucose readings are still elevated up to 400 mg/dl. She stated she corrected this by running a bolus. An infusion set with a longer cannula was sent to the pt. On further follow up, the pt stated she believes one of the medicines she is on is causing her elevated glucose. The product was replaced. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.